Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and metallosis. It was also stated that the cup was over-anteverted. Update (B)(6) 2016- pfs and medical records received. There is no new additional information that would affect the existing investigation. This complaint contains the head/liner/cup. See (B)(4) for the stem. The complaint was updated on: (B)(6) 2016. Update (B)(6) 2017: pfs and medical records received. In addition to what was previously alleged, pfs alleges inability to walk and climb stairs. After review of medical records for the MDR reportability, patient was revised to address synovitis, metallosis and joint disease. Revision notes reported of tremendous amount of metallosis, synovitis and abnormal deposits. It was also reported that there was trunnionosis and fluoroscopy and overlapping radiographs revealed reasonable offset leg length reproduction. It was also stated that there was metal on metal bearing issue, synovitis, metallosis and tissue deposits. This complaint was updated on (B)(6) 2017. Update (B)(6) 2017 records reviewed. Revision op note indicated that cup was "excessively anteverted and open...anteverted almost 40 to 50 degrees with significant uncovering anteriorly. Comminution may have contributed to some edge loading." Also noted "bit of trunnionosis under the head. The trunnion was cleaned up and...was reasonable to accept a sleeve or...head". Added stem to complaint for corrosion of stem. Complaint updated on: (B)(6) 2017.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what previously alleged, ppf alleges metal wear, metallosis and loosening of cup. Updated report source, law firm, associated contact and patient harm.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.